Event description:
It was reported the rear rotation knob on the st holster was clicking as the knob was being turned in a case and the probe would not align up properly. They also received a green cable error code several times (no code noted). The pt was scheduled for a 2 site biopsy, the first site was completed. The second site was rescheduled for another day.

Manufacturer narrative:
Eval summary: based upon the inquiry info received visual anf functional examination: the unit was found to require the green/blue cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.